Event description:
It was reported that the renasys touch device in use was alarming full canister event though it was not full. They changed the canister and after a few hours the same issue was experienced. The treatment continued with a back-up optimized canister with no delay. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, will not be returned for evaluation as communicated by reporter. No additional supportive information was provided. Therefore, we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. As no batch/lot number has been provided a review of the device history has not been possible. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has been reviewed with similar instances recorded in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.